Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced chest pain post implant procedure, the pain subsided and the patient was released. The patient experienced chest pain over the weekend and presented to the emergency room. Lead perforation was suspected. The right atrial lead was successfully explanted and replaced on (B)(6) 2015. The patient did not experience any chest pain at the end of the procedure.